Event description:
It was reported that they were getting fatal errors, which resulted in loss of an image, which causes the patient to be re-exposed. They determined that the video card needed to be replaced.